Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device identified that the crimped stent was free moving along the balloon. The stent was bunched in its center. An examination of the balloon found no indications that any positive pressure was applied to the balloon. A clear impression of the stent crimp was visible on the balloon. No other issues existed with this device. Also received for analysis was the outer box packaging. No damage was visible with the box. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-03428. It was reported that during preparation for a stenting treatment procedure, a kink in the proximal end of the stent was observed. Upon removal of the stent delivery system from its package, a kinked was noted in the proximal end of the 20mm x 3.50mm veriflex monorail stent. Another of the same device was opened and the proximal end of this stent was also kinked. Neither device entered the patient. A different device was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID# 2134265-2011-03428. It was reported that during preparation for a stenting treatment procedure, a kink in the proximal end of the stent was observed. Upon removal of the stent delivery system from its package, a kinked was noted in the proximal end of the 20mm x 3.50mm veriflex monorail stent. Another of the same device was opened and the proximal end of this stent was also kinked. Neither device entered the patient. A different device was used to complete the procedure. No patient complications were reported and the patient's status is ok.